Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The anesthesia control board was replaced, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed and mechanical ventilation was not functional. There was no report of patient involvement.